Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The user interface holder breakage was confirmed and it was replaced. Visual inspection of the returned user interface holder confirms the breakage. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke.

Event description:
It was reported that the unit was found with a broken user interface holder. No info available about how it happened. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info has been sought. A supplemental medwatch will be submitted when the investigation is completed.